Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient has had a urinary tract infection and had been retaining fluid. The patient also reported when they turned up stimulation, that they had a bladder infection and had ¿bladder flares¿, so they were unsure if the stimulation was uncomfortable or they were having another bladder flare. The patient decreased stimulation from 1.4 to 1.1, and the patient stated that it felt better. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they had been feeling exhausted, and that they turned off their therapy and felt better than with the therapy on. The patient also reported taking an alka-seltzer to help with the burning, but did not state a specific cause of the burning. The patient also stated that their symptoms may have been worse than before trying the therapy. The patient noted that their doctor had changed the evaluation to the left side, as it was the right side that was causing issues. On (B)(6) 2018 the patient reported they turned stimulation down, but still had symptoms. The patient stated that they were having a lot of back and vaginal pain. The patient turned their stimulation down but still felt that their symptoms were worse than the day before. The patient stated their program change hadn¿t helped, but it was better than the previous program because they had a constant burning and uti symptoms. The patient also reported uncomfortable stimulation. The patient was advised to contact their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.